Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered nine inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks. Technical services (ts) reviewed and recommended the physician consider changing the programming of the device. The health care professional (hcp) mentioned the patient medication will be discussed. This crt-d remains in service. No additional adverse patient effects were reported.